Manufacturer narrative:
Additional info has been requested. Investigation is ongoing, no conclusion can be drawn. Review of mfg records has been requested.

Event description:
A pt with a patient specific implant, reportedly has an infection.